Event description:
During the procedure, a pericardial effusion occurred. The ablation catheter was placed in the left atrium without a sheath and contact force was reset. The tacticath was moved to a different position and it was impossible to have a flat line in the force tab. The tacticath was then pulled back to the right atrium and the force value was re-zeroed. Respiratory compensation was done and mapping in the left atrium was started. Approximately 2 or 3 minutes later, the patient went into shock and became hypotensive. An echocardiogram confirmed a cardiac perforation in the anterior wall of the heart and a median sternotomy was performed to stabilize the patient. There was no performance issue with the abbott device.

Manufacturer narrative:
An event of pericardial effusion and contact force issue was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.